Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26. Details of surgery: sinus augmentation. On (B)(6) 2020, non-osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer.there were no reported patient injuries or complications.